Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient who was scheduled to have a pacemaker implanted passed away during the implant procedure. A boston scientific field representative reported two leads had been successfully implanted when the patient passed away before the device could be connected. Transesophageal echocardiography showed no signs of a perforation or dissection. The cause of death was not known. The patient had been admitted due to a myocardial infarction, with a diagnosis of ischemic cardiomyopathy.